Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was removed without any problem and another of the same device was used to complete the procedure. There were no complications reported, and patient status was good.